Event description:
It was reported that pulse generator was unable to be interrogated. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.